Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review for the product auto endo5 ml lot #73j1600632 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events. It was reported that the clips would not lock and one clip broke while trying to lock on the patient. There was no view of the end of the clips when placed around the cystic duct and tried to lock. There was no patient injury.